Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported subtherapeutic inr could not be conclusively determined. The hmii lvas IFU contains information regarding the recommended inr range. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced patient¿s history of elevated lactate dehydrogenase (ldh) and outflow graft thrombus was reported under medwatch MFR report # 2916596-2017-02743. Approximate age of device ¿ 7 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(46 2011. It was reported that on (B)(6) 2018 the patient was a direct admission due to a subtherapeutic inr. Inr had been between 1.1-1.3 and the patient was started on lovenox therapy at home to bridge. At the time of admission, the patient¿s inr had been subtherapeutic for over one week. Due to the patient¿s history of elevated lactate dehydrogenase (ldh) and outflow graft thrombus, the patient was admitted for heparin infusion and closer monitoring while awaiting a therapeutic inr. During the admission, there was no evidence of hemolysis and the patient¿s lactate dehydrogenase (ldh) had remained stable for several months. It was reported that the sub therapeutic inr was most likely due to patient adherence to medications and diet, but etiology was not confirmed. No additional tests were performed. Serial prothrombin time (ptt) /inr labs were conducted while the patient was in the hospital. The patient had no symptoms of decreased inr, only lab results. The patient was started on heparin infusion until inr became therapeutic. The patient was to be set up with home inr monitor to use 3 times per week in order to better monitor inr status.